Event description:
The home patient (hp) reported experiencing stomach pain and cloudy effluent, as if patient had peritonitis, while using the homechoice cycler for apd therapy. Hp discontinued therapy at the time of the discomfort and contacted healthcare professional (hcp). Follow up with the hcp reveals the hp was diagnoses with peritonitis and was given antibiotic therapy using gentamicin, cefazolin and heparin. Hcp relates that the hp has since recovered. According to the hcp, hcp does not attribute incident to baxter products.